Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm multiple times. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-332a, mmt-1884g. Troubleshooting was not performed, as the customer reported an insulin flow blocked alarm that had occurred in the past. No harm requiring medical intervention was reported. No product return is required for mmt-431ag. No product return is required for mmt-332a. No product return is required for mmt-1884g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. There were no delivery (7) alarm noted on the event date 26-nov-2025 in the pump history file. Perform the history review 2 days from the event date 26-nov-2025 in the pump history file and found 2 lost sensor alerts on 11/26/2025. The pump properly paired with the guardian link 4 transmitter. No communication anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump passed the required testing. Delivery anomaly-no delivery/occlusion alarm (insulin flow block alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.